Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. It was further reported that the right atrial (ra) lead exhibited a position check failure which led to atrial tachycardia/atrial fibrillation (ataf) therapies being disabled. It was noted that the patient has been in at/af 56.2% of the time. The lead remains in use. No further patient complications have been reported as a result of this event.